Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of the maxzero connector has issues with splashing could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model mz1000-07 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that maxzero needleless connector had splash back. The following information was provided by the initial reporter: material no: mz-1000-07 batch no (lot no): unknown. It was reported the maxzero connector had issues with splashing. Still using maxzero; said the nurses won¿t repeatedly report an issue, but if you go around to ask them they all get splashed all the time.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that maxzero needleless connector had splash back. The following information was provided by the initial reporter: material no: mz-1000-07, batch no (lot no): unknown. It was reported the maxzero connector had issues with splashing. Still using maxzero; said the nurses won't repeatedly report an issue, but if you go around to ask them they all get splashed all the time.